Event description:
It was reported that during a CT spine case, an error message popped up on the screen and the system exited out of the software. This occurred about one quarter of the way through the procedure. The decision was made to abort the use of navigation. The procedure was successfully completed without the use of navigation with no allegation of adverse consequences.

Manufacturer narrative:
The system will not be returned to the manufacturer for evaluation, but the pt log files have been downloaded for review. The investigation is ongoing. A follow up report will be filed when the investigation is complete.